Event description:
Reporter alleged customer obtained discrepant blood glucose results of 38 mg/dl back to back with a result of 148 mg/dl when testing was performed within 10 minutes on the compact system. Reporter stated treating the customer with food. No other actions were taken or treatment was received reportedly. A request was made for the return of the suspect and replacement product was sent..